Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient return for regular post-up examination or due to any unusual symptoms/ conditions? If yes, explain. Did the patient present with wound dehiscence due to post-op suture breakage? Or other? Did the patient require medical/surgical treatment due to this issue? / how was case managed? Lot number.

Event description:
It was reported that a sigmoid colon resection procedure on an unknown date and suture was used. Post operatively, maybe five days later, the suture had completely broken. The patient is doing fine post followup surgery. Additional information was requested.